Manufacturer narrative:
The device is not returned. As such, an actual device evaluation is not performed. An evaluation is done based on historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. There is no repair history and the repair of the device was discontinued over a year ago. The root cause of the not powering up of the device cannot be determined since the device was not returned. Customer reported that the device is now working; no details were given for the resolution. It is possible the issue occurred due to the following reasons. Malfunction of the power board . Malfunction of the image processing board . Ageing deterioration could have caused the issue as it is 10 years since the device was manufactured.

Manufacturer narrative:
Customer reported that the device is now working; no details were given for the resolution. This device does not have a UDI number. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the device was losing power. There is no reported harm to any patient.